Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). Mw5175816 was referenced as a related report in the initial report. It was confirmed that the customer submitted medwatch form mw5175816 in relation to complaint# (B)(4) and complaint# (B)(4). Therefore, it was determined that this complaint# (B)(4) was opened in error. Complaint information was captured under complaint# (B)(4) and complaint# (B)(4). Section h10 was updated to reference related report numbers: 2023988-2025-00104 , 2023988-2025-00105.

Event description:
Nt821731c - natus external ventricular drainage (evd) system for cerebrospinal fluid (csf) drain with broken stopcock making it difficult or unable to turn appropriately (buretrol and panel mount stopcocks). The stopcocks are stiff/difficult to turn and have broken with repeated, but standard, use.

Manufacturer narrative:
Initial report ref to natus complaint#(B)(4). The part number of the affected product was not confirmed, follow up actions in progress to obtain this information. Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 4.9 - the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve). Effect (harm): over drainage/under drainage of csf residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to capa005781 - opened to investigate the increase in complaint rates for the eds product line.

Event description:
Natus external ventricular drainage (evd) system for cerebrospinal fluid (csf) drain with broken stopcock making it difficult or unable to turn appropriately (buretrol and panel mount stopcocks). The stopcocks are stiff/difficult to turn and have broken with repeated, but standard, use.